Event description:
I received a treatment called sylfirmx, a radio frequency micro needling treatment at (B)(6). (B)(6) preformed the treatment. Within a couple of weeks I noticed significant sagging and deformity of my skin on the left side of my face. I reported this to (B)(6) and she said she would let the manufacture know. I heard nothing back from either and followed up several times and the manufacture rep was on the email. They denied that it could cause damage to the fat pads in the face. I asked for the clinical studies and they told me they could not provide that information and I would not understand it, even though I work in the medical industry. They failed to report the incident and they failed to accept any responsibility for the damage caused to my face. I ended up need plastic surgery and filler and my face is still not the same. It has caused me great psychological distress on top of the disfigurement.